Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: dim reddish display screen. Cracked at battery compartment threads. Moisture residual inside battery compartment. Performed leak test and found leakage from display lens & battery case. Disassembled the pump and found no moisture residual on pcb and screen. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contacts. Installed test-screen and found no problem with pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and had been cleaning the pump with alcohol. There was no adverse event associate with this complaint. The pump was replaced.